Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. In (B)(6) 2010, a revascularization procedure was performed to treat a previously placed unspecified promus stent located in the left circumflex (lcx) artery. Treatment of the 90% restenosed, 2.8x31mm concentric target lesion located in the moderately calcified lcx consisted of pre-dilation and the attempted placement of a 2.75x32mm taxus liberte stent, but the stent could not cross the lesion. An attempt to reposition the stent to a more favorable position was made but a stent strut was raised during the attempt. At that point, the stent was unable to be progressed or regressed causing the withdrawal of the entire system. The procedure was completed with another taxus stent. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
(B)(4): it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)